Manufacturer narrative:
The investigation confirmed that lower than expected vitros bhcg results were obtained from non-vitros biorad l3 qc fluids using vitros immunodiagnostics product total b-hcg ii (bhcg) reagents and lower than expected non-vitros cliniqa l1 qc fluid results using vitros immunodiagnostics product troponini es reagents on a vitros 5600 integrated system. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros bhcg ii reagent lots 2111 and 2130. As no reagent lot numbers were provided for the vitros immunodiagnostics product troponini es reagents, it was not possible to perform a similar review for these products. The most likely assignable cause is instrument related. The condition of the instrument required service actions to multiple subsystems by an ortho field engineer on two occasions to return the instrument to expected operation indicating that the instrument was likely not performing as intended at the time of the events. Following service actions, acceptable qc fluid results were processed indicating the vitros 5600 system was performing as expected. The customer made no allegations that patient samples were affected and there were no reported allegations of actual patient harm as a result of this event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected.

Event description:
The customer observed lower than expected vitros bhcg results obtained from non-vitros biorad l3 qc fluids using vitros immunodiagnostics product total b-hcg ii (bhcg) reagents and lower than expected non-vitros cliniqa l1 qc fluid results using vitros immunodiagnostics product troponini es reagents on a vitros 5600 integrated system. Bhcg br l3 qc fluid results of 277.433, 280.389, 343.285, 340.288, 242.369 and 293.014miu/ml vs. Expected result of 493.9 miu/ml. Bhcg br l3 qc fluid results of 293.014 and 260 miu/ml vs. Expected result of 500.39 miu/ml. Vitros troponin I es cliniqa cardiac control lot 1710083a result of 0.029 ng/ml versus the expected result of 0.063 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower and higher than expected qc fluid results were from non-patient fluids and so were not reported from the laboratory. However, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. There is no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). (B)(4)